Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure. The customer stated that the malfunction occurred when user trying to issue medication to patient so taken that from second pyxis. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy full-height cubie drawer 6 had failed and would not open. A field service engineer (fse) shut down the device, replaced the drawer, and configured the enhanced drawer. The full-height cubie drawer was verified to be operational in the diagnostics tool. The customer was able to recover and inventory the drawer. The system functioned as intended after the field service engineer repaired the device.